Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high hemoglobin a1c result for one patient sample from the cobas 8000 c 502 module. The initial result was 15.7% and was reported outside of the laboratory. The doctor asked for a retest and the result was 6.3%. There was no adverse event. The reagent lot number was 30116701 with an expiration date of 31-aug-2019. The field service representative found the cell blank and cell rinse water levels were too high. He flushed the probes and rinse mechanism tubing, cleaned the valves, checked probe alignments, and adjusted the cell blank and cell rinse levels. He ran precision testing which was within range. The customer ran calibration and qc which were within range.

Manufacturer narrative:
High cell blank measurements indicate an adjustment to the cell rinse water level is required specifically for the cell blank check. High cell blanks would not cause incorrect a1c results, as an alarm would be displayed if the cell blank measurement deviates beyond the established limit. However, problems with rinse mechanism wash levels and the associated detergent concentration for cleaning the reaction cells, along with sample probe cleanliness/alignments can contribute to the issue. The customer performed qc testing prior to obtaining the erroneous results. The qc results were within the customer's 2sd range. There were two complaints in the past 24 months meeting these criteria. One of these (this MDR) had erroneous results reported outside the laboratory.